Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the co2 can not be calibrated. There was no reported patient involvement.

Event description:
The customer reported that the co2 can not be calibrated. It was reported that the alleged failure was observed while the device was in clinical use. However, no adverse patient impact was reported by the customer.